Manufacturer narrative:
An event regarding the appearance of discolored ha coating following treatment with an antibacterial solution involving an accolade stem was reported. The event was confirmed based on the images provided. Method & results: device evaluation and results: the device was not returned for analysis and was reported to have been implanted. Images of the device were provided. A discoloration pattern was evident on the hydroxyapatite coated surface of the accolade stem. The distal coated portion appeared to be a white/light gray colour with the majority of the ha coated surface appearing darker in colour. A memo provided by the manufacturing support team indicated that the ha report from the batch under the scope of this investigation showed no out of tolerances during the spraying process. The report concluded that there was no patient risk and no further action required - reference attached memo for further detail. Medical records received and evaluation: a clinical consultant review of the provided case involving the use of a sodium chloride/bacitracin solution indicated:"I do not think this immersion is a good approach because ha-coatings may resorb under acidic conditions. At ph 4, the ha-coating becomes potentially subject to degradation and I presume this might have occurred with the stems on the pictures provided. This effect is time dependent with some ¿lag time¿ and if stems are dipped in the solution in a top-down and back way, then one area of the coating has a longer exposure time than the other end and this may explain the observed staining differences." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: there was no indication that this event was manufacturing related. A manufacturing review of the ha report from the batch under the scope of this investigation showed no out of tolerances during the spraying process. A clinical consultant review of the case indicated: "I do not think this immersion is a good approach because ha-coatings may resorb under acidic conditions". The exact cause of the event could not be determined however the staining differences seen could likely be as a result of the acidic sodium chloride/bacitracin solution as per clinical consultant review. No further investigation is required at this time. The device was implanted and no adverse consequences to the patient were reported. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the surgeon is concerned about the "coating" on the stem. It was reported that the surgeon squirts a bacitracin/saline solution [bacitracin in sodium chloride 0.9%] for irrigation prior to implantation. It was reported that the entire stem did not absorb the solution. It was reported that a 1cm band showed no evidence of absorption. It was reported that the surgeon is concerned that the coating is not present on the entire stem. It was reported that the customer leaves the implant in the plastic insert that it comes with, squirt the solution on one side, turn over and squirt other side and wait for the solution to absorb into ha coating. Never is the ha coating handled.

Event description:
It was reported that the surgeon is concerned about the "coating" on the stem. It was reported that the surgeon squirts a bacitracin/saline solution [bacitracin in sodium chloride 0.9%] for irrigation prior to implantation. It was reported that the entire stem did not absorb the solution. It was reported that a 1cm band showed no evidence of absorption. It was reported that the surgeon is concerned that the coating is not present on the entire stem. It was reported that the customer leaves the implant in the plastic insert that it comes with, squirt the solution on one side, turn over and squirt other side and wait for the solution to absorb into ha coating. Never is the ha coating handled.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device implanted.